Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Device product code - ni. Expiration date - ni. Date implanted - ni. Manufacture date ¿ ni. Date of birth - 1948. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-01860 / 01861). Product location unknown.

Event description:
Patient underwent a left knee revision procedure due to infection. All components were removed and replaced.